Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hemovac leaked yesterday. When the staff went to replace it, they discovered it was cracked. The physician assistant switched it out and they said they do trim the tubing, which they did in this case because it was too long and cut it at an angle before connecting it to y.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hemovac leaked yesterday. When the staff went to replace it, they discovered it was cracked. The physician assistant switched it out and they said they do trim the tubing, which they did in this case because it was too long and cut it at an angle before connecting it to y.